Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the device would not power on, while the power outlet and power cable were verified to be working properly. The fse isolated the drawers and determined that the communication sled was compromised. The comm sled was replaced, and each smart drawer was reconnected to the circuit individually. When the matrix controllers from drawer 3 and drawer 5 were connected, the station would not power on, and the screamer indicated that the new communication sled was malfunctioning. The fse replaced the communication sled and the matrix controller on drawer 3; however, the issue persisted. The fse then isolated the power supply, new communication sled, and all in one unit. Intermittently, the power supply powered on, loaded windows, and launched the application, while at other times it failed to power on with the same configuration. The fse determined that the power supply was defective and required replacement. The fse replaced the power supply and checked depot inventories. The drawers were tested in diagnostics, and the customer tested the system successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es failed to turn on after a power blip. The unit appeared offline on remote smart services, and the internal battery indicator light was not active. The user attempted to plug the device into different outlets, but it was still unable to power on or recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.